Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Patient had one resolute integrity drug eluting stent implanted in the rca to treat chest pain. Approximately 8 months later the patient suffered an mi. Patient was treated by ICD insertion. Approximately 9 months post index patient suffered another mi. Observation only was reported for patient treatment.

Event description:
The clinical events committee adjudicated that the previously reported mis which occurred 8 and 9 months post index procedure, were not related to study device or procedure.